Event description:
The customer reported to olympus during reprocessing, liquid leaks at the switch on the evis lucera duodenovideoscope. Upon inspection and testing of the customer returned device, the inside of lens guide lens was dirty. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered there was a crease at the insertion tube, the bending section cover glue was worn, the lens guide lens was damaged, orbeye lens was damaged, switch 1 was worn, leaked and broken, the air/water nut paint had peeled off, the suction cylinder nut paint had peeled off and the protector was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was obtained regarding this event. The date of occurrence is unknown, however, it was reported that the date should be around (B)(6) 2022. The diagnostic procedure was completed with a similar device with no delay.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light guide lens was damaged due to stress, which allowed dirt to invade the lens. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU). The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.